Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. Due to the absence of the lens, lenstec was unable to perform a more thorough investigation of the complaint. Lenstec is unable to comment on the compatibility of the blis-r1 injector and blis cartridge used and recommends that the user follow the instructions for use provided with the lens which indicates the compatible instruments and procedure for correct implantation of the lens.

Event description:
Lenstec, inc. Received an email notification stating "haptic tore during insertion. Lens cut and removed. Was not able to locate lens. Capsule broke during the process of cleaning out the viscoelastic and preparation for insertion of the same model lens. An interior chamber lens had to be used instead." The b+l (blis-r1) injector and blis cartridge were the instruments used.